Event description:
The investigator has indicated the event was not related to the study device. 3 units of prbc was tranfused.

Event description:
An endeavor sprint rx drug eluting stent was implanted in the prox lad during the index procedure. At the 30day, 3 month, 6 month, 9 month and 12 month follow ups the patients worst angina status was reported as I per the (B)(4) of angina. Approximately one year post the index procedure the patient experienced gastro intestinal bleeding. Two units of prbc were transfused.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (hemorrhage). (B)(4).

Manufacturer narrative:
Three units of prbc was tranfused, instead of 2 units, as previously reported.

Event description:
The patient's clopidogrel was discontinued 3 days post event.